Event description:
Further follow up with the injector indicated all symptoms related to the dermal filler injection have resolved, except for the ongoing "disease process" of sarcoidosis, which was determined to be a permanent condition by a healthcare professional.

Manufacturer narrative:
Medwatch sent to FDA on 11/25/2015. Concomitant therapies: "leviaphin". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "redness, a possible infection, and extreme swelling" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: warnings: "injection procedure reactions consist mainly of short-term inflammatory symptoms starting early after treatment and lasting [less than or equal to] 7 days¿ duration." Precautions: "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: "the most common injection-site responses for juvéderm ultra plus xc were redness, swelling, tenderness, firmness, lumps/bumps, discoloration, and bruising." Post-market surveillance: "the following adverse events were received from postmarket surveillance for juvéderm ultra (without lidocaine), which were not observed in the clinical trials; this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection site, necrosis at the injection site, abscess at the injection site, and headache." "Inflammation at the injection site, mostly a nonserious event, has been reported in association with edema, erythema, ecchymosis, pruritus, induration, pain, nodule, abscess, and infection. Time to onset ranged from 1 day to 4 months post juvéderm ultra plus injection, and outcome ranged from resolved to ongoing at last contact. Interventions prescribed by the physicians included topical steroidal cream, oral steroids, and antibiotics. Additional treatment noted was a needle aspiration for drainage of an abscess." "Serious adverse events have infrequently been reported for juvéderm ultra plus (reported with a frequency of 5 or more). The most commonly reported serious adverse events were edema, erythema, ecchymosis, and pain." "The onset of edema, erythema, and pain generally varied from immediate to 2 months post-injection. The treatment prescribed included nsaids, antihistamines, antibiotics, steroids, and hyaluronidase. In most cases, the reported events resolved within a few days to 5 weeks." "Additionally there have been reports of nodules, infection, and inflammation." "The onset of infection generally varied from immediate to 1 month post-injection. The treatment prescribed included antibiotics, pain killers, and antibacterial drugs." "The onset of inflammation generally varied from the day of treatment to 1 day post-injection. The treatment prescribed included antibiotics, steroids, and needle aspiration. Resolution of symptoms has been reported within 4 days."

Event description:
Healthcare professional reported after injection "around the nose" with one syringe of juvederm ultra plus xc, the patient developed "redness and a possible infection" at the injection sites a "couple of days" after injection. Healthcare professional also reported "extreme swelling down the mouth" developed approximately 20 days after injection. Patient has been treated with keflex which resolved the "redness and possible infection." Patient visited the emergency room and was eventually admitted to the hospital. During the hospital stay, the patient was treated with "steroids and antibiotics" via IV and received a CT scan. Patient is currently receiving "several medications" via IV. The "extreme swelling" is still ongoing. During the diagnostic CT scan of the face to study the swelling, lung cancer was discovered. The injector believes the lung cancer is unrelated to the product. The injector also mentioned that they do not believe the rest of the events are related to the product, but did not provide a reason why. The patient was concomitantly injected with 2 syringes of juvederm voluma xc in the cheeks and was also taking estradiol, cymbalta, and "leviaphin." This is the same event and the same patient reported under MDR ID #3005113652-2015-00786 ((B)(4)). This is the first MDR submitted for the first suspected product, juvederm ultra plus xc.

Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conform to the specifications. No deviation, anomaly, complaint or change in connection with this complaint were recorded. The sterilization cycle is registered as conform.

Event description:
Additional information from the injecting healthcare professional indicated all of the "records" that they have read on the patient are ¿still blaming filler reaction for ¿cellulitis¿.¿ patient¿s swelling is controlled as long as they take steroids. The injector does not feel any of the symptoms were a result of fillers which were done almost one month prior to facial swelling. The injector thinks the patient has sarcoidosis, but stated ¿it is far easier to blame it on fillers than to admit they were wrong and do a proper workup.¿ patient had a biopsy for the lung mass, but results are not complete yet.

Event description:
Further follow up with the injector indicated symptoms are still ongoing. Patient has been additionally treated with oral antifungals. Etiology was determined to be "fungal infection/sarcoidosis" by the hospital.